Manufacturer narrative:
The pod will not be returned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high blood glucose levels. Based on the time line provided in the report, it is unk when the cannula had "come out" in relation to when the blood glucose levels began to rise. In addition, her blood glucose levels before going to bed (prior to the cannula coming out) were not provided. No conclusion can be drawn. The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." As the customer was sleeping at the time the cannula pulled from the insertion site, she was unable to react in a timely manner to remove and replace the pod. A review of lot qualification data was performed - the lot passed the acceptance criteria. Note: eval method codes are specific to activities performed during lot qualification (and not to activities performed on the subject pod as it was not returned for eval).

Event description:
The customer reported that "the cannula had come out during the night." When she woke the next morning, her blood glucose levels were 319mg/dl. (It is unk what her blood glucose levels were when she had gone to bed.) No potential reason was provided for why the cannula may have dislodged. The pod will not be returned for evaluation.